Manufacturer narrative:
Block b3: approximated to march 1, 2026, based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150201 captures the reportable event of a clip falling into the patient in an open state at an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used for bleeding during an unknown procedure performed on an unknown date. The anatomy location is unknown. During the procedure, the clip deployed with jaws fully open and detached from the catheter. The procedure was completed with an alternative device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used for bleeding during an unknown procedure performed on an unknown date. The anatomy location is unknown. During the procedure, the clip deployed with jaws fully open and detached from the catheter. The procedure was completed with an alternative device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated to march 1, 2026, based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150201 captures the reportable event of a clip falling into the patient in an open state at an unknown anatomy location. The device was not returned for analysis; therefore, a product analysis could not be performed. For this reason and due to the lack of evidence, it is unable to confirm the reported event. Good faith effort attempts were made to try and retrieve the device; however, a response was not received. It was confirmed this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations which could have contributed to the reported event. Based on the information provided, the most probable cause of the reported problem cannot be established due to lack of evidence. The product was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.